Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. The customer treated with manual injection. The customer stated that she got up at 3 am and took blood glucose and it was 318 mg/dl. The customer reported the cannula to appear bent. The customer reported event to be resolved by complete set change. The product was not returned for analysis.